Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the flush port was broken and the flush port appeared to be misshapen. Media confirmed the misshapen flush luer; however, the catheter was not returned so no further analysis could be performed.

Event description:
It was reported that during preparation for the fareawave nav procedure for atrial fibrillation, during device inspection after opening the flush port was damaged and not useable. There was no packaging damage. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned. An image was provided for review. It was further reported that the catheter would not hook up to fluids. Additionally, the catheter is no longer expected to return as it was discarded.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the fareawave nav procedure for atrial fibrillation, during device inspection after opening the flush port was damaged and not useable. There was no packaging damage. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned. An image was provided for review.